Event description:
Reporter alleged blood glucose measured 357mg/dl back to back with a result of 157 mg/dl when performed immediately behind each other. No actions were taken or treatment received as a result reportedly a request was made for the return of the suspect device and replacement product was sent.